Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an atrial procedure, when they stitched the sternum, the five needles and threads' connection part were broken and they were disengaged. They used another thread to perform the suture.there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device. The visual inspection of the sample noted three partial sutures and five needles disengaged. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. One of the needles was bent in the middle section. Instrument marks were noted near the bent site. As no sealed samples were returned, a needle attachment test and bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.